Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Corrected data: 2 devices are not available for evaluation, though they were originally anticipated. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events, in which the device overheated. 5 reported events had no patient involvement; no patient impact. 6 reported events had patient involvement with no patient impact. 1 reported event had no known patient involvement with no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Nine devices were received for evaluation. The reported event was not confirmed for 8 devices; the devices were found to be within specifications for the reported event. One event was confirmed; 1 device was found to have corrosion. Two devices are available for evaluation but have not yet been received. One device is not available for evaluation. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 12 </noe> malfunction events, in which the device overheated. Five reported events had no patient involvement; no patient impact. Six reported events had patient involvement with no patient impact. One reported event had no known patient involvement with no patient impact.